Event description:
Patient reported she began to experience hyperglycemia of up to 580 mg/dl on (B)(6) 2013. She changed the accessories and delivered insulin via the infusion device but was unable to lower her blood glucose. She went to the hospital around 12:00 p.m. On (B)(6) 2013, and her blood glucose was 405 mg/dl and she was vomiting. She was diagnosed with diabetic ketoacidosis, and the infusion device was removed. She received an insulin infusion and was discharged from the hospital on (B)(6) 2013. A diabetes counselor detected insulin in the cartridge compartment of the infusion device, and the patient believes the insulin delivery is too low. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.